Event description:
Customer was pcr negative on (B)(6) 2022 , cue positive twice on (B)(6) 2022 , pcr negative on (B)(6) 2022 and cue negative on (B)(6) 2022 . Customer was exposed to someone with covid and has symptoms. Cue testing was performed on cartridge lot 21422m and reader 12102010118232.

Manufacturer narrative:
A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.